Event description:
Pt developed swelling and tenderness on dorsal aspect of her right index finger mp joint over a two week period. Examination revealed a prominence on dorsal radial side of index finger that is moderately tender. Pre-op diagnosis: chronic pain, right index finger, following arthroplasty. Possible fractured implant. Post-op diagnosis: volar ulnar subluxation secondary to attenuation of radial collateral ligament, with partial fracture of implant. Procedure: exploration, index finger. Replacement of silastic implant and reconstruction of radial collateral ligament. Indications: pt developed progressive pain in right index finger following mp arthroplasties of all digits. There appears to be subluxation and bony prominence on radial side of distal metacarpal. On x-ray there is a suggestion of implant fracture. Exploration is indicated. Risks including bleeding, infection, wound breakdown, failure to improve condition, worsening of condition, chronic pain, loss of motion, etc., were all discussed, along with the possiblity of fracture of implant, and silicone synovitis, etc. Pt understands risks, benefits and limitations of procedure and wishes to proceed. Description of procedure: pt was taken to operating room and after satisfactory sedation, was prepped and draped in usual manner. 1/2% marcaine without epinephrine was used for median and radial nerve blocks. Limb was exsanguinated. An esmarch bandage was used on forearm as tourniquet. A transverse incision was made through old scar. Dissection was carried down through skin and subcutaneous tissue. Proximal and distal flaps were elevated. An incision was made in extensor hood, between indicis proprius and edc tendons. Joint was opened. Silastic implant was identified. There was a partial fracture of distal stem. Implant was removed. Further exploration revealed significant laxity of radial collateral ligament, along with a bone spur on radial side of metacarpal neck area. This bone spur was excised. A new implant of a slightly smaller size (#3) was placed after the joint was irrigated with copious amounts of bacitracin/kantrex solution. 4-0 pds was then used to reconstruct radial collateral ligament, which had attenuated. Extensor mechanism was then repaired using also 4-0 pds interrupted sutures. Tourniquet was released. Hemostasis was achieved using electrocautery. Wounds were closed using 4-0 nylon interrupted sutures. Pt tolerated procedure well. There were no complications. Estimated blood loss: nebligible.